Event description:
As reported by customer: "prior to surgeon attempting placement of device in eye, the device failed to properly irrigate when tested. What was the original intended: placement of ahmed valve. Device usage problem: device failed (e.g. Broke, couldn't get it to work stopped working)."

Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues were observed. The product was manufactured, tested, packaged and sterilized in compliance with our internal procedures. The sample was not returned for eval. The customer was contacted and indicated the sample had been discarded and indicated; "there was no harm to the pt as the valve was noted to not irrigate properly by the surgeon before attempting placement in the eye." Priming is indicated as required in the directions for use prior to implanting the valve. Without sample available for review, we are unable to confirm the root cause for the issue reported.